Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter array spline detached at the proximal side. Prior to a catheter ablation procedure to treat atrial fibrillation an intellamap orion high resolution mapping catheter was selected for use. When the box was opened, and the catheter was taken out, the proximal side of one of the array splines came off. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis.